Event description:
A customer reported receiving a "sensor error" message from the adc device. The customer experienced a loss of consciousness but no third-party intervention was reported. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. Observed sensor signal low error message, and a drop in temperature. Based on temperature log data, the sensor had terminated off the body. All data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor error" message from the adc device. The customer experienced a loss of consciousness but no third-party intervention was reported. No further details were provided. There was no report of death or permanent injury associated with this event.